Event description:
"Pt called MFR to report that a shopping cart their hip and ipg one year ago and the system has not worked effectively since that time". Pt states that the device was checked at the physician's office on 2 occasions and pt experienced shocking and jolting that caused pt to fall to the floor. The events described by the pt were verified by the hcp and the hcp revealed that the device was programmed to "0" and the power increased by .1 amps and the pt reacted suddenly with a scream and and a fall to the floor. On the first occasion the pt sustained a shoulder injury and required a neck brace for treatment of the injury. A magnet was required to turn the device off. At a later time, another person programmed the device and the same type of reaction occurred. The pt experienced sudden severe pain with the advancement of 0.1 amp with the progammer. No apparent injury occurred with the second attempt to program the device. With each session the programmer did not register any abnormal jump in the power delivered to the device. The operators of the equipment were both experienced with the use of the programmers. The staff, at the facility, has never experienced a similar situation with any of their pt. The pt has moved from the area and is no longer seen at this office so pt present status is not known.